Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/21/2014 with the following findings: the complaint was confirmed in the pump history but not duplicated during testing. The black box shows alarms on (B)(6) 2014; recorded right after a low battery warning, no power on reset observed in-between the two alarms. An ezprime and 24hr duration test were successfully completed with no call service alarms being duplicated. Removed pump cover; no evidence of internal moisture was observed. No damage to the transceiver flex or printed circuit board was found. Returned battery cap and returned cartridge cap used to complete testing.